Manufacturer narrative:
The system was examined and the reported event was replicated and confirmed. The host, printed circuit board (pcbs), and cabling were all replaced to resolve the issue. None were returned for evalaution. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported events can be attributed to one or more of the nonconforming components found in the system. However, without returned samples, component level root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the system shut down during a case and would not restart. The staff could hear the unit running but nothing appears on the screen. Additional information has been received stating that an alternate system was used to complete the procedure. No patient harm.